Event description:
According to the reporter, pre-operatively, after opening the package, it turned out that the thread was detached from the eight needles. The next suture with another lot number was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Concomitant products: 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy evaluation summary: medtronic conducted an investigation based upon all information received. Seven representative and two opened devices were available for evaluation. Three images were also available. Photographic inspection noted the end of the sutures were sticking out from the retainers. Visual inspection of the returned samples observed the needles were disengaged from sutures. Further assessment noted the proper attachment marked in the needle barrel and suture tip. It was reported that the thread was detached from the eight needles. The reported issue was confirmed. The root cause of the observed condition was determined to be due to poor suture insertion into the needle during the attaching process. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.